Event description:
Small pieces of plastic were seen in pt's duodenum after using cytomax ii brush lot no. W2411187 with hybrid tracer wire. After examination of wire it was noted that covering of wire was gone in an approx 1 cm section which appears to be what we saw. Dr is aware and states pieces should just pass in stool without causing injury. Company rep examined wire on 10/31/2007. Global product number order number diameter length slip-coat, color connection, straight tip g22661, hyb-48025, .035 inch, 480 cm, 25 cm, purple. Dates of use: 2007. Diagnosis or reason for use: gi/endoscopy.